Manufacturer narrative:
Pump passed basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. The drive support disk was inspected and no anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well low blood glucose level. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer's current blood glucose level was 50 mg/dl. The customer was treated by the manual injections. The customer¿s other relevant blood glucose level was 500 mg/dl and 49 mg/dl. The customer was assisted with the troubleshooting. The customer also reported that the drive support cap was flushed. The insulin pump will be returned for the analysis.